Event description:
Event description this endotak transvenous defibrillation lead (0115) was returned for routine analysis following a patient death. Cpi's analysis shows lead abrasion. There was no complaint on this product, entered due to the analysis.